Event description:
Clinic notes dated (B)(6) 2014 were received on 10/17/2014 which revealed that the patient finished his rehabilitation after his right ankle surgery on (B)(6) 2013 and left the care center and went home and on (B)(6) 2014 began having complex partial seizures one after another and then began to have generalized tonic-clonic seizures and was taken to the emergency room in status epilepticus. The hospital gave him lorazepam and his seizures were stopped and he was released to go home on (B)(6) 2014. He then had another generalized tonic- clonic seizure and again went to the hospital. It was noted that his depakote level was 73, he did not have a urinary tract infection or any other kind of infection. The physician indicated he does not know why he is having so many seizures at this point in time. The physician stated that he looked up the patient¿s medication and did not see any correlation with xarelto, a blood thinner, and seizures or interaction with the medications he is on, and indicated however that that is the only thing that's changed.